Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: frequent replace battery alarms in pump histories. During rewind step a replace battery alarm occurs. Unable to performs step 30 due to recurring replace battery alarm. Corrosion in battery compartment. Battery compartment is cracked alongside of pump. Pump leaks at battery compartment. Pump opened and moisture damage found on pcb. Replace battery alarm due to moisture damage. Pump n dhrp n the device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.